Event description:
Customer reported IV tubing "blew apart" during an infusion on a pt in the emergency department. The exact infusion rate was unk other than it was not at a rapid rate. Customer confirmed the area that "blew apart" was the pump segment. Unk if the pt received a bolus or power injection prior to the incident. No pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A f/u report will be submitted with failure investigation results should the set be received for eval.